Event description:
Healthcare professional reported "rupture/deflation". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Clarification section d: device info has not been provided. Device has defaulted to a saline device and saline coding at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture/deflation.